Manufacturer narrative:
A2: age at time of event: 18 years or above.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right radial approach. The 90% stenosed, 28mmx5mm, concentric target lesion was located in the non-tortuous and severely calcified proximal to middle right coronary artery. After a 0.014 guidewire was crossed the lesion, a 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 16 atmospheres for less than 15 seconds, the balloon had ruptured. The device was gently pulled out and the procedure was completed with another of the same device. The patient was in stable condition post-procedure.